Manufacturer narrative:
Additional information was provided in a.2.,b.5. And e.1. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating lens was removed in initial procedure. The procedure was completed on same day.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, haptic bent (almost right angle) because of the injector; it was unstable. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).